Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 at approximately 5:00 a.m., the patient awoke with the cgm alert indicating ¿low.¿ the patient treated with orange juice, after which the cgm reading increased to 72 mg/dl. Throughout the day, cgm readings fluctuated between 72 mg/dl, 40 mg/dl, 72 mg/dl, and ¿low.¿ during this time, the patient continued to consume carbohydrates to treat perceived hypoglycemia without obtaining fingerstick blood glucose (fsbg) measurements. The patient reported symptoms of shakiness, noting that this symptom occurs during both high and low glucose levels, contributing to his assumption of hypoglycemia. Due to persistent symptoms and ongoing low cgm readings despite repeated carbohydrate intake, the patient was taken to the emergency room (ER) by his spouse. Upon arrival, an fsbg measurement showed 274 mg/dl, while the cgm displayed 43 mg/dl, indicating a discrepancy. The patient received intravenous (IV) insulin and was monitored. The patient was discharged the same day in improved condition and reported feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.